Event description:
Report from customer on a failure of bravo capsule to attach. Per customer, the capsule did not attach to esophagus and had to be retrieved endoscopically.

Manufacturer narrative:
No patient injury has occurred following this incident.